Manufacturer narrative:
Upon removal of the subject device from the patient¿s body, the physician observed saline leaking near the strain relief of the microcatheter. There were no clinical consequences reported due to this event.

Event description:
Upon removal of the subject device from the patient¿s body, the physician observed saline leaking near the strain relief of the microcatheter. There were no clinical consequences reported due to this event.

Event description:
Upon removal of the subject device from the patient¿s body, the physician observed saline leaking near the strain relief of the microcatheter. There were no clinical consequences reported due to this event.